Event description:
It was reported that the pt experienced "woozy" immediately following injection of the drug (dilaudid/clonidine) at the last pump refill. The hcp then aspirated the contents of the pump and it was found to be missing 4 ml. Once the symptoms passed, the pt did well during the duration of the refill interval. At refill today, the pt again reported feeling "woozy" immediately following injection of the drug. They aspirated the contents again and found to be missing 3 ml. The refills were performed by two different hcps. The hcp planned to inject dye into the center port under fluoroscopy to determine if dye leaked out of the septum as he was concerned about the integrity of the silicone septum. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).